Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.